Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73l1800102 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic-assisted distal gastrectomy, a clip did not come out to the jaws. The user tested to load several times outside the patient's body, which resulted in the same occurrence. Therefore, the device was replaced with a new one. No clip fell in the patient.